Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. Related: MFR #1038671-2023-00053 report 1 of 3. Report 3 of 3. H11. Additional manufacturer narrative- report 2 of 3. D10. Concomitants: 1332936, 204-26-13 - ps tibial inserts sz 6, 13mm. 3553937, 204-34-04 - fluted stem extension 40l x 14 mm. 3703978,204-70-00 - tibial stem ext. Screw. 2057579, 234-03-06 - optetrak asy,ps cemented femoral, sz 6. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
As reported by the legal department, approximately 8 years post op the initial tka, this patient was revised due to aseptic loosening and osteolysis. Revision operative report -preoperative diagnosis: painful right total knee -polyethylene wear. Revised to competitor's devices. Patient had progressive knee pain, swelling, and stiffness. No evidence of infection. There was marked brown synovitis encountered throughout the entirety of the knee consistent with polyethylene debris. The joint was explored and there was significant erosive wear on the patella, it was removed. The femoral component was able to be removed from its cement mantle without violating the mantle. There were several areas of osteolysis-one the posterolateral femoral condyle and one anteromedial femoral condyle. The tibial component was removed. New devices were implanted. She was discharged to the recovery room in excellent condition, there were no intraoperative complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.